Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and no errors related to the reported issue were identified. Functional testing confirmed the reported issue, and it was found that the downstream occlusion (dso) sensor was not able to calibrate, and the dso seal had too much glue. The dso sensor was calibrated, and the dso seal was replaced to address this issue.

Event description:
It was reported that, during testing, the downstream occlusion sensor calibration failed. There was no patient involvement. Evaluation of the returned device confirmed the sensor was out of calibration.